Event description:
Consultant reports during tfn procedure, the aiming arm would not line up for the locking screw. Surgeon completed the procedure without the use of aiming device. No harm to patient. This report is 1 of 2 for complaint number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record review (DHR) was performed and it showed that there were no complaint related anomalies. The supplier¿s certification indicates the correct material was used and correct hardness value was obtained. This complaint is invalid from a manufacturing standpoint. A manufacturing evaluation was performed: the unit has numerous nicks, dings and scratches all over the device. The instrument conformed to dimensional specifications at the time of manufacturing and passed functional testing at synthes incoming inspection. The unit returned for the complaint met dimensional inspections and mated with the 357.366 aiming arm that was also part of the complaint. There are some large dings on the upper handle of the device. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. Placeholder.